Event description:
This is a report of a flo-gard device with a main battery damage. The condition was discovered during baxter evaluation. This condition has the potential to cause an interruption of delivery. There was no patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
The condition of main battery damage was confirmed through evaluation due to deep discharges. The main battery was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).